Event description:
It was reported that the lesion was a narrow stenosis in the middle part of obtuse marginal, with heavy tortuosity and heavy calcification. During deployment of the xience v, the physician felt great resistance from the vessel trying to reach the lesion. More force was used in the attempt to reach the lesion, which resulted in a proximal shaft separation. After removal of the stent delivery system from the patient, the proximal end of the stent was found to be flared. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the hub, guide wire lumen, and on the balloon, shaft, and stent implant. There was dried contrast on the shaft, balloon and stent implant. This is consistent with preparation and use inside the body. Additionally, there was blood in the inflation lumen, which is related to the reported hypotube separation. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and the stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, after resistance was felt, force was used in the attempts to cross the lesion. It should be noted that the xience v instructions for use (IFU) cautions the user that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The first row of proximal stent struts were found mangled. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. The hypotube had separated distal to the strain relief tubing, thus confirming the reported shaft separation. The fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was stretched and had separated at the same location. There were two kinks in the hypotube proximal and distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. In this case, the patient anatomy was heavily tortuous and calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the sds in the difficult anatomy and further manipulation of the shaft would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported failure to advance, stent damage, hypotube separation, and kinks appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage and kinks, and a sampling of units is destructively tested to verify lumen integrity.